Event description:
It was reported that 3 months following a laminotomy, medial facetectomy, and discectomy at l4-5, the patient presented with severe pain in the back and right leg. The patient was admitted at this time for re-exploration, disc excision, posterior lumbar interbody fusion and pedicle screw fixation. During the procedure, rhbmp2/acs was packed into an interbody device and implanted into l4-l5, and posterior fixation was performed at the same level. No patient complication was reported during the surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.